Event description:
It was reported that the sponge inside of the minicap became dislodged. This condition was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation along with 10 unopened companion samples. The companion samples did not have a dislodged sponge. The actual device was found to have the sponge outside of the minicap. The reported issue was confirmed. The cause of the reported issue could not be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.